Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. There were companion samples returned for evaluation for the reported event of damage to minicap resulting in iodine leaking. A visual inspection did not note any issues with the returned samples. Functional testing was performed which included the leak test and the tested samples were determined to meet product specifications related to the reported condition. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical devices: the event/therapy occurred on an unspecified date in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on a minicap. Iodine solution has leaked from this juncture. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.